Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: efficacy and safety of percutaneous asd closure in adults: comparative outcomes of occluder devices in a single-center cohort.

Event description:
The article, "efficacy and safety of percutaneous asd closure in adults: comparative outcomes of occluder devices in a single-center cohort", was reviewed. The article presented a retrospective, single center study to compare the performance of different occluder devices in terms of procedural success, safety, and mid-term outcomes. Devices included in the study were occlutech asd occluder, amplatzer asd occluder, and gore septal occluder. The article concluded that percutaneous atrial septal defect (asd) closure demonstrates high procedural success and low complication rates across different occluder devices, supporting its efficacy and safety as a treatment for adults. Although the gore device showed a higher incidence of new-onset atrial fibrillation (af) compared to the amplatzer device, no significant differences were observed regarding thrombus formation, pericardial effusion, device erosion or stroke. [The primary and corresponding author was farbod sedaghat-hamedani, department of internal medicine iii, heidelberg university, 69120 heidelberg, germany, with corresponding email: farbod.sedaghat-hamedani@med.uni-heidelberg.de] the time frame of the study was from january 2000 to february 2023. A total of 195 patients were included in the study, of which 111 (56.9%) received an abbott device. The average age was 53.6 years and the majority gender was female. Comorbidities included atrial fibrillation, arterial hypertension, diabetes mellitus, dyslipidemia, history of syncope, smoking, pulmonary hypertension, atrial septal aneurysm, migraine, and hypermobile septum.

Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer septal occluder were reported in a research article in a subject population with multiple co-morbidities including atrial fibrillation, arterial hypertension, diabetes mellitus, dyslipidemia, history of syncope, smoking, pulmonary hypertension, atrial septal aneurysm, migraine, and hypermobile septum. Complications reported included stroke, transient ischemic attack, heart failure (right heart overload), atrial fibrillation, residual shunt. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature: efficacy and safety of percutaneous asd closure in adults: comparative outcomes of occluder devices in a single-center cohort.